Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation for lot # 064 showed no abnormalities related to the reported failure. The returned unit was received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion and ¼ inch pin were worn and the adjustment wrench had worn threads. The reported complaint was confirmed via inspection of the unit. The gold handle was not locking properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit does not lock properly; they believe that the gold handle should have no "spring back" when locked. Also, the removable hex key was stuck inside the device. There was no known patient injury or surgical delay.